Manufacturer narrative:
H6: device codes was already updated.

Event description:
It was reported that that this lead was used as left bundle branch pacing and was stuck in the heart when the physician tried to removed it. The physician was able to dislodge the lead by traction and the helix straightened out. The physician decided to use another lead. No adverse patient effects were reported.

Event description:
It was reported that that this lead was used as left bundle branch pacing and was stuck in the heart when the physician tried to removed it. The physician was able to dislodge the lead by traction and the helix straightened out. The physician decided to use another lead. No adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant due to unknown product performance issue. No adverse patient effects were reported.